Event description:
While reporting sensor errors, customer stated that a part of the sensor may be stuck in her body. Customer reported that the sensor appeared shorter than normal when she removed it. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.